Manufacturer narrative:
Internal reference number: (B)(4). Voluntary medical device correction (remedial action) was initiated by the manufacturer on 2/4/2020, and the physician was provided a notification letter with recommended actions,

Event description:
It was reported that in the morning, the patient's generator's output currents were turned to 0 ma so that he could have an MRI. After the MRI, the patient came in and had his generator turned back on. They then hit interrogate again in the same session and an alert popped up regarding output current delivery being low. They ran a system diagnostics test and it was within normal limits. Interrogation and diagnostics with a new session were also normal. Internal testing and data review identified that false low output current messages can occur when m3000 v1.6 software programs a m103-106 generator after a specific programming sequence occurs. When m3000 v1.6 tablets initiate a programming session with a m103-106 generator, where its output current is programmed off (0 ma), and then the output current is programmed back on to >0 ma, a low output current message would be seen when an in-session interrogation is performed. This would persist upon multiple in-session interrogations and if diagnostics weren't performed during the session, show on the session report. Running system diagnostics or ending and restarting the session will confirm functionality of the device, and resolve the ¿output current low¿ error message.. The low output current messages in these cases are false and do not impact generator function. Review of the patient's programming data from the date the low output current message was seen found that the programming sequence that occurred that day was consistent with the false low output current mechanism described above. Therefore, the patient's generator is expected to be able to deliver therapy as programmed. No further relevant information has been received to date.